Manufacturer narrative:
Part number# 124-75 is not distributed in the u.s.; however is a device of essentially identical design distributed in the u.s. Applicable 510k# for united states distributed part is k965132. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report. See scanned page.

Event description:
The company received a report where it was claimed that the cuff would not deflate during pt use. Extubation and reintubation of a replacement tube was required.